Manufacturer narrative:
Additional information: h6 and h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a pediatric patient¿s oxygen desaturated with a synclara cough system and eventually developed pneumonia. On the day of the event, the trainer adjusted the patient¿s pressures on the synclara device from +/-30 to +/-40. After the trainer left, the patient¿s spo2 decreased down into the 70¿s(%). The parental caregivers placed the patient on their home o2 device at 2-4 liters per minute (averaging at 3 lpm) to maintain the maintain the patient¿s spo2; however, the patient continued to have trouble keeping their spo2 within the ¿normal ranges.¿ the patient was transported to the hospital where they were diagnosed with pneumonia and is was put on a ventilator after an unknown amount of time. Eight days after event onset, the patient was discharged home. The patient is currently not using the synclara device. Furthermore, there was no report of device malfunction. No further information was available at the time of this report.